Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an 81 mg/dl on their precision xtra blood glucose meter. The customer reported feeling as if their blood glucose was higher than this result, but did not take any medication because of the result. The customer reported feeling confused and disoriented. Paramedics were called, and the customer was diagnosed with hyperglycemia. Insulin was administered in order to stabilize glucose levels.